Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced an alleged inaccurate delivery issue a year and a half ago. It was reported that the patient was ¿overdosed¿ by the pump and the patient ended up in the hospital for 10 days with ¿other¿ treatment. Customer technical support (cts) was unable to determine what the issues were with the pump. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized due to issues with the pump. The pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2019 with the following findings: during investigation, the pump was returned with a dim/pink screen and the bolus button is detached. The black box and basal delivery history showed no evidence of delivery malfunction, the pump was tested for delivery accuracy with no defects found. The complaint was reported to occur on (B)(6)2017, according to the pump total daily dose history the pump was only in use until (B)(6)2016.